Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure, unintended movement, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure and unintended movement appears to be related to challenging patient anatomy (giant heart resulted in sgc entering from posterior side of the ossa, resulting in movement in unintended directions during positioning). The reported poor imaging is also related to challenging patient anatomy, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, tethered posterior mitral leaflet (pml), and enlarged atrium. A mitraclip xtw clip delivery system (cds) was inserted. However, difficulties visualizing the clip occurred, and while steering, the clip unintentionally moved excessively towards the lateral side, making it difficult to capture the leaflets. Therefore, the clip was removed from the patient, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, tethered posterior mitral leaflet (pml), and enlarged atrium. A mitraclip xtw clip delivery system (cds) was inserted. However, difficulties visualizing the clip occurred, and while steering, the clip unintentionally moved excessively towards the lateral side, making it difficult to capture the leaflets. Therefore, the clip was removed from the patient, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.